Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of pain and swelling were noted. It was also reported that the patient's ipg had moved. It was believed that the infection was device related and not procedure related. The patient was placed on intravenous antibiotics and was explanted.